Manufacturer narrative:
Service was dispatched, when the customer reported smoke coming from the right side of the card cage of the architect isr01999 analyzer. While troubleshooting the issue, service discovered trace evidence that there had been a leak, however, evidence of actual leakage was not occurring at the time of troubleshooting. Both the card cage and motor driver board were determined the likely causes, because they showed evidence of charring/scorching. Both parts were replaced. The damage(charring/scorching), observed on/in the card cage and motor driver board was limited to a small area; the damage did not spread to other parts of the instrument. Review of instrument service history revealed no additional issues of charring/scorching reported on isr01999 on or around the date of this complaint. A service ticket (receipt date (B)(6) 2019 was also opened to address fluid observation/leaks/drips; however, it could not be determined if the event contributed to the evidence of past leaking documented in this event. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect service and support manual contained adequate information for the troubleshooting, removal, and replacement of the parts. No adverse trend for tickets with replacements of the card cage and motor driver board were identified in the review period. A review of the architect product monitoring found no adverse trends of the architect i2000sr with regards to the current issue. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account stated that when the architect i2000sr was turned on smoke came out on the right side of the card cage pm. The analyzer was turned off. No fire was observed but burn marks remained. No injury was reported.